Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). UDI is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis with seals intact. On inspection, the device was found to be chipped out on all corners of top case and on right plunger case, with a cracked battery door. An occlusion test was performed and a motor rate error was confirmed. A combination of worm coupling, worm gear, motor bracket, stepper motor, lead screw and both clutch halves were found old, dirty of old grease, and worn out due to normal wear. The device is over fifteen years old. Replaced the whole motor assembly (stepper motor included), worm gear, lead screw and both clutch halves. Performed preventative maintenance and all functional testing.

Event description:
It was reported that there was a motor not working error. No patient injury was reported.